Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device had a power failure after 40 minutes of operation while on patient on the avea ventilator. This was followed by high peak inspiratory pressure, device stopped ventilating and then a high pitched noise. At this time, the customer has no mention of patient harm associated with the reported event.